Event description:
Reporter indicated that a vns patient had syncope three times. The reporter stated she did not know the vns patient. Attempts to the reporter for additional information have been unsuccessful to date.